Event description:
Customer reports to have cracks on insulin pump display screen. Customer is unaware of how damage occurred. Customer's blood glucose is unknown. No further information provided.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)